Event description:
It was reported that the user received a ¿dosing stops soon¿ alert on the ilet bionic pancreas when paired with a dexcom g7 continuous glucose monitor (cgm), associated with signal loss to the ilet only; troubleshooting included toggling sensor setting and re-pairing the sensor, after which pairing and warmup were confirmed. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included temporary interruption of therapy with user education and restoration of function after re-pairing with no health impact. User support included technical support review and guided troubleshooting to verify connectivity and re-establish sensor communication. Investigation of this case revealed a cgm-to-ilet communication issue that resolved with re-pairing, consistent with transient connectivity malfunction of the communication interface. It was concluded, based on previously established findings for similar reports, that the cause was probable user-system interaction and transient communication fault.